Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited high impedance, which triggered a bipolar lead impedance warning. It was also reported that ra lead exhibited a polarity switch and a position check fail. It was also reported ra lead exhibited far field r-wave (ffrw) over-sensing. The ra lead remains in use. No patient complications have been reported as a result of this event.